Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display was distorted and no clinical information could be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's color lcd display cable was removed and returned. The malfunction was observed and a replacement color lcd display cable was sent to the customer. Analysis for reports of this type has not identified an increase in trend.